Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and concluded that the cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611-18-2019-001c is relevant to the reported issue.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.